Manufacturer narrative:
Device manufacture date: march 10, 2016 ¿ march 11, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed the fillport cap was present in the packaging but was separated from the device fillport. The fillport cap was not missing. The reported condition was not verified. The direct cause of the separated fillport cap could not be determined during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a large volume infusor was missing. This was noticed before use. There was no patient involvement. No additional information is available.